Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the balloon and was caught up in the lesion. The dislodged stent was then trapped in the touhy and was able to be removed from there without any other additional intervention performed. The procedure was completed with another 4.00 x 12 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 12mm stent delivery system (sds) was returned for analysis with a detached stent. A visual and microscopic examination of the crimped stent identified that the stent was damaged and had been separated from the delivery device. The stent was damaged; struts at the proximal end of the stent were lifted. The balloon was reviewed. There was no stent on the balloon. The balloon wings were relaxed; the balloon appeared to have been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found damage to the distal edge of the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 4.00 x 12 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the balloon and was caught up in the lesion. The dislodged stent was then trapped in the touhy and was able to be removed from there without any other additional intervention performed. The procedure was completed with another 4.00 x 12 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.